Event description:
It is reported that a customer received an error alarm on their insulin pump. The patient's blood glucose level was 82 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump passed the self test, the reset error test and the displacement test. No reset error alarms were noted. The insulin pump was received missing the end cap sticker and had minor scratches on the display window and a cracked case at the reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.